Manufacturer narrative:
A medical safety review was performed which stated that the event and its severity are known and labeled per IFU m726750c787 a, which states: avoid damage to the trachea, larynx or vocal cords during insertion by inspecting the tube, cuff, and monitoring connections for damage which may occur if the cuff is over inflated during set-up testing. The use of a bite block is essential during trans-cranial motor evoked potentials (tcmep) procedures. Failure to use a bite block may result in patient injury or damage to the tube. A spare emg endotracheal tube of the correct size should be kept readily available. There is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. A bite block is recommended for use with the emg endotracheal tube to prevent damage to the tube. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the event occurred with a patient that was intubated with a nims tube. Shortly after intubation, the patient developed high airway pressures and decreased oxygen saturation. It was extremely difficult to ventilate the patient and their condition dramatically improved once the nims tube was removed. The event seemed to be the result of airway obstruction either anatomically, physiologically, or mechanically (due to equipment such as the nims tube). On follow-up, it was reported that the event occurred during a thyroidectomy (n/a) neck. The tube was visually inspected pre-op by the anesthetist and cuff was deflated. There were no apparent abnormalities. A bite block was not used. The patient was anesthetized and there was no evidence that the patient was biting on the tube. The tube was secured by tape in the a typical fashion between the lips and nose and extending to the cheeks. The high airway pressure and decreased oxygen saturation was noted within 15 minutes of intubation. They thought to perform a bronchoscopy to ensure that the tube was patent while the patient was intubated but the patient was too unstable and would not be able to tolerate the procedure. The tube was repositioned and the patient was reintubated quickly with the same tube using a glidescope for visualization when ventilatory difficulties occurred. The glidescope was used for initial tube placement as well with no issue either time. Its placement was witnessed by multiple staff members with the cuff passing through the cords and the monitoring lines were aligned with the cords. Reintubating the patient did not resolve the ventilatory issues. They repositioned the tube to the midline position to decrease the chance of the tube being pinched or bitten by the patient¿s molars. The nim tube was not checked to see if there was a leak in the cuff; it was discarded after extubation. At the time, the focus was on stabilizing the patient and focusing on reversible physiological causes of the patient¿s decline. The patient¿s respiratory status improved almost instantly upon extubation. The procedure was performed the following day and the patient was intubated with a different nims tube without incidence. The procedure was delayed by approximately 22-hours. The patient was stable at the time of discharge.